Event description:
Caller states the patient tested 49 mg/dl on the inform system and 415 mg/dl on a lab drawn at the same time. The patient was treated with d50 based on inform result of 49 mg/dl, however no adverse event reported. Requested return of suspect system and replacement was sent.